Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivered at a slower rate when the battery gauge was below 80%. Reportedly, when the battery gauge was above 80%, the bolus delivered at the intended rate. There was no reported impact to customer blood glucose level. Although requested, the customer declined troubleshooting and declined to provide additional information.